Event description:
On (B)(6) 2011, information received from the service site indicating that the alarm would not sound during service.

Manufacturer narrative:
Failure investigation results revealed that the unit did not past post. Testing found the component was defective on the main pcb. Failure of the component stopped the unit from entering post which then prevented the alarm from working. Since the unit did not complete post, an internal problem was detected by the monitor prior to patient use. Information has been added to the database for trending purposes.